Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. A service call had been scheduled in order for a ge service representative to evaluate the system. The service call was cancelled. The in house biomedical engineering department will repair the power cord. No further problems are foreseen following the repair. An additional report will be generated and submitted if further information becomes available.

Event description:
It was reported that the system 9600+ had damaged insulation on the power cord presenting a shock hazard. There was no adverse patient involvement reported. There was no patient information reported.